Manufacturer narrative:
The ge healthcare field engineer (gefe) arrived onsite february 04, 2021 to perform regularly schedule preventative maintenance (pm). The gefe was not made aware of the event and performed the preventive maintenance as planned. During the pm, the gefe cleared the ventilator logs, therefore, no ventilator logs are available for the event time period. Ge healthcare product engineering performed an investigation of this event. The customer alleged that ventilation stopped due to alarm â patient disconnected.â? The patient saturation dropped to 51% and emergency manual ventilation was performed. The customer does not think the ventilator was the cause of the patient desaturation. Based on the available information, there is no evidence of a malfunction or failure of the ventilator. It is unknown how the patient became disconnected from the ventilator. The ventilator performed as designed and alarmed appropriately. No problems were observed by the gefe during the pm and the ventilator was placed back into service following the pm. The root cause could not be determined.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit stopped ventilating during patient use and displayed an alarm for patient disconnected?. The patient desaturated to 51%. The patient was switched to manual ventilation and then placed on another ventilator and the case was completed.